Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 11-jul-2017, the fse replaced all diluent pumps and reset the instrument. The most probable cause of the reported event was a diluent pump failure.

Event description:
On (B)(6) 2017, a customer reported insufficient diluent (ds) error on their aia-360 analyzer. The error was ongoing and typically occurred when diluent was half full. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.